Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.

Event description:
It was reported that the system was autoreducing and the amplitude was only able to reach 1.00 ma because both extensions had high impedances. Surgical intervention was undertaken wherein both extensions were explanted and replaced. Therapy was restored and high impedances were resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.